Event description:
Two long-term pain management pts (both cancer patients), received overdoses of morphine when attempting to use the pca button on the 6060 pumps. The overdose was confirmed using mediview technology, according to facility rep; even though the pump had been correctly programmed. Fortunately, these pts were opioid tolerant and had no serious lasting effects related to the overdose.